Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (does not power up monitor) was confirmed. Upon investigation, the battery did not power on a monitor or charge. The bottom plate of the battery enclosure was removed from the battery housing. When the bottom plate was removed the bus bars were damaged and became detached from pads p1, p2, p3, and p4. The cause of the inability to power on a monitor and charge was the detached bus bars. The root cause of the damaged bottom plate was physical abuse. No adverse event resulted from the damaged battery pack.

Event description:
A zoll distributor returned battery pack sn (B)(4) to report that it would not power up a monitor.